Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer changed their cartridge and mistakenly initiated the cartridge change process again. The pump then requested a minimum of (B)(4) units. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was recommended that the customer add insulin to the cartridge; however, customer was not able to do so at the time event was reported. Customer later reported being able to successfully load a cartridge onto the pump.